Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer and inner insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during an attempted implant, the pacing lead exhibited low impedance resulting from apparent insulation damage. The pacing lead was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.